Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3, and the shaft material had been fractured at this location, consistent with the contact force and catheter connection issue. The shaft fracture is consistent with damage during the removal of the catheter from the packaging.

Event description:
This report is to advise of an event observed during analysis confirming a fracture of the catheter.